Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination identified damage to the entire stent. The damaged stent had been pulled proximally over the proximal balloon cone. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at 0.5 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-aug-2019. The target lesion was located in the calcified right coronary artery. A 16 x 3.00 mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.